Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: the customer reports that the device was inserted into the digestive lumen for a mechanical anastomosis, but it was not possible to staple the tissue because the button was stuck. Another device was used to complete the procedure successfully. Additional tissue needed to be resected to make another anastomosis on healthy tissue. The doctor also reported a devascularisation lesion. There was no blood loss of 500cc or more due to the product problem.